Manufacturer narrative:
(B)(4): jaws disengaged from cam. Evaluation summary: the analysis results found that the device was received with one jaw and cam ramp disengaged. This condition would not allow the jaws to collapse in order to form the clips. The device was cycled and ejected the remaining clips due to the jaw-cam condition and then, the device locked out as intended but the orange indicator was not beyond its intended position. Possible causes for this condition may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device jammed after two or three clips. The clip is still jammed in the jaws of the device and the device was not on tissue. Another device was used to complete the case with no patient consequence.